Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in 2 of the wingsets' sezset 21x.75 12 w/o luer packaging before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "foreign matter in the package"

Event description:
It was reported that foreign matter was found in 2 of the wingsets' sezset 21x.75 12 w/o luer packaging before use. The following information was provided by the initial reporter, translated from portuguese to english: "foreign matter in the package."

Manufacturer narrative:
Investigation summary: bd juiz de fora received two samples not used in a sealed package, catalog 38734614, lot: 9059715. According to the visual analysis of the samples it can be observed that the package contains foreign matter (hair). A review of the device history record revealed no irregularities during the manufacture of the reported lot. Conclusion(s): confirmed: bd was able to confirm the complaint for the defect claimed. The incident in question may have been caused by accidental fall of a hair during the manual feeding of these products in the packaging machine selovac 3.